Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The endovascular aneurysm repair procedure was being performed in the severely tortuous and moderately calcified internal iliac artery. A 10mm x 40cm interlock¿-35 was selected for use. During the procedure, the coil was advanced at the tortuous area; however, it was noted that the interlocking arm of the coil detached from the interlocking arm of the pusher wire inside the catheter. It was also observed that about 5m of the coil came out of the catheter's tip. The coil was then removed through application of negative pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Describe event or problem updated and corrected. (B)(4).

Event description:
It was further reported that the coil was not stuck at catheter's tip. It was initially reported that about 5m of the coil came out of the catheter's tip and correct event should have stated that about 5cm of the coil protruded from the catheter's tip.